Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing. Siemens reviewed and evaluated reagent, instrument, and sample data. Reagent issues were effectively ruled out, as quality control (qc) results were within expected ranges, and no issues were identified for any other samples. Review of instrument log files did not identify any hardware issues that would have led to the observed elevated tnih result. Data for the dispense of tnih sample and reagents were within acceptable limits. Based on the available information, the indicated cause of the discordant tnih result is a sample-integrity issue. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. The customer is advised to follow manufacturer recommendations for sample and tube handling. Sufficient clotting of samples especially for patients on anti-coagulant therapy is essential. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The customer is operational. No product problem was identified.

Event description:
The customer reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Following the initial elevated tnih result (above reference interval), the same sample was re-tested using an alternate atellica im analyzer. The second test produced a much lower result, which was considered consistent with patient clinical indications. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.